Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted, (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had heart palpitations and the remote transmission showed ventricular high rates and possible intermittent oversensing. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.